Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06156. The pt was implanted with two systems. It was reported the pt cannot communicate with either of the ipgs and he has lost stimulation. New chargers were sent to the pt, but communication could not be re-established with the new chargers. An sjm rep met with the pt and tried both chargers and programmers and was unsuccessful in communicating with the ipgs. The pt was scheduled for surgical intervention to replace the ipgs. F/u indicates the pt underwent replacement surgery for both of the ipgs and effective stimulation therapy was captured.

Manufacturer narrative:
Correction/removal reporting numbers: 1627487-12192011-003-r, 1627487-0542011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.